Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot numbers for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a mastectomy procedure, the blade burnt through the quiver, which was next to the patient's arm. When the patient was redraped, there was a burn on the patient's arm. It was a full thickness burn and required surgical excision.